Event description:
Occupational nurse reported she was preparing to place (B)(6) skin test. She drew up 0.1ml of ppd solution and turned to administer it to the patient. She heard the syringe make a noise but she hadn't hit it or touched it other than holding it in her hand as usual. She looked down and observed the needle had partially self-retracted and was bent.